Event description:
On (B)(6), 2010, a doctor reported that a post that had been placed with maxcem elite cement de-bonded.

Manufacturer narrative:
A doctor reported that a post that had been cemented with maxcem elite clear had debonded four months after placement. The doctor provided the lot number of the maxcem elite that is the current and only lot of maxcem elite in use at his office, which the doctor intends to send back to kerr corporation for evaluation. He stated, however, that he could not guarantee that this is the same lot that was used in this particular incident. The product has not yet been received from the doctor, therefore a retain sample was evaluated for adhesive strength and the results are within specifications and acceptable for product performance. Because of these investigation results, it was concluded that the de-bonds were due to a user or technique-related problem and not to a product failure. (B)(4).